Event description:
End user states his device is model number 6245, sn (B)(4). No other description available. States the device is a walker with 2 wheels, 3 inches with a axle going through them. The end user states the wheels are just getting worn over time, and would like to order some new ones, sent end user to provider to examine device and get correct parts.